Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02401. It was reported the patient experienced inadequate stimulation with their scs system. It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein the ipg and lead were explanted. Reportedly, the patient now has effective therapy.

Manufacturer narrative:
Date of the event is estimated.